Manufacturer narrative:
The UDI is unknown because the part number and lot number were not provided. The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed because the lot number was not reported. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional vascular device is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a calcified and tortuous right coronary artery (rca) with heavy calcification and moderate tortuosity. The 2.5x23mm xience skypoint stent delivery system (sds) was advanced to the lesion over a hi-torque balance middleweight (bmw) universal guide wire. The guide wire was removed and the stent was deployed at 14 atmospheres (atms). The same guide wire was used with a nc trek for post dilatation. The guide wire became stuck with the previously implanted stent and was difficult to remove. Force was applied to remove the guide wire. Upon removal of the guide wire, it was noted that the xience skypoint stent had been pulled out together with the guide wire. The stent was noted to be stretched and mangled. It was also noted that the guide wire was extremely elongated and deformed but still intact. A new whisper guide wire and a xience skypoint of the same size were used to successfully complete the procedure. There was no adverse patient effect and there was no clinically significant delay. No additional information was provided.